Manufacturer narrative:
The cartridge cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with unspecified ketones, extreme drowsiness and polydipsia associated with a loose cartridge cap. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support, it was revealed that the cartridge cap was loose. This complaint is being reported because the patient allegedly experienced hyperglycemia because of use error.